Event description:
On (B)(6) 2013 the reporter contacted animas to report an allegation of inaccurate bolus dose delivery with the reported pump. The patient reported that on unspecified dates her blood glucose level rises instead of falls after a bolus dose given via the pump. The patient obtained the blood glucose levels of 280 mg/dl and 300 mg/dl. The patient reported that a second bolus dose of insulin corrected her bg levels. She did not experience any symptoms of high or low blood glucose levels. The technical service representative contacted the patient to obtain information and to troubleshoot the pump; however, was unable to reach her by telephone. The issue was not resolved. The patient did not suffer an adverse event due to the reported pump. The patient¿s blood glucose levels without symptoms were not indicative of severe injury and she denied seeking medical attention. However, as the issue was not resolved with troubleshooting, this complaint is being reported.